Event description:
On 12-may-2026 the clinical diabetes specialist reported that on (B)(6) 2026, the user experienced hypoglycemia with unknown blood glucose (bg) levels following use of the ilet bionic pancreas system. The user was transported to the hospital by a caregiver after treatment with glucagon where the user was treated and discharged on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.